Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the battery tube found on (B)(6) 2021. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 flex connector and pcba 2 flex connector pins.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked case (battery tube), pillowing keypad overlay, serial number label missing, and minor scratches on lcd window. In summary, customers alleged cosmetic damage located at the battery tube was confirmed by visual inspection where a cracked battery tube/threads were noted. Additionally, blank display due to moisture damage on the pcba 1 and pcba 2.

Event description:
Information received by medtronic indicated that the back of the pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.